Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included progression of multiple sclerosis, hepatic steatosis and overweight (bmi 27.6). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex"), vaginal haemorrhage ("vaginal bleeding disorder") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia and vaginal haemorrhage to be unrelated to essure. The reporter commented: batch number is not available. Essure removal on patient's request, reporter did not think the events were caused by essure. Control will be done in aug-2019 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2019: quality safety evaluation of ptc we received a returned sample in this case. A technical investigation will be conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included progression of multiple sclerosis, hepatic steatosis and overweight (bmi 27.6). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex"), vaginal haemorrhage ("vaginal bleeding disorder") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia and vaginal haemorrhage to be unrelated to essure. The reporter commented: batch number is not available. Essure removal on patient's request, reporter did not think the events were caused by essure. Control will be done in (B)(6) 2019 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jun-2019: gynecologist returned device removal questionnaire: batch number is not available the physician has not informed health authority valvira about the essure removal. Patient initials, birth date/age, height: 157cm, weight: 68kg added. History: ms disease, hepatosteatosis. Essure inserted on (B)(6) 2015, removed on (B)(6) 2019. The event "essure removal" was specified to " lower abdominal pain", pain during sex, vaginal bleeding disorder and hair loss. Removal method: laparoscopic salpingectomy on patient's request, reporter did not think the events were caused by essure. Control will be done in (B)(6) 2019. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.